Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that there were high impedances on one of the two leads and a loss of programmed therapy. There were no environmental or external incidents reported that may have contributed to the issue. An impedance check was performed and all contacts 0-7 except 2 and 4 were greater than 10000. Reprogramming was done on the second unused lead which had bilateral coverage but still stronger on the left side where the patient required therapy. They were able to cover the pain areas. The patient was going to make an appointment with their implanting physician and notify the representative of the consult so they could attend. No surgical intervention was planned at the time of the report and it was unknown if the issue was resolved. The indication for use was non-malignant pain.